Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, yrc02, device tine broke during insertion. This occurred during a shoulder scope, rcr, on (B)(6) 2019. The metal fragment had to be retrieved from inside the joint. The procedure was completed as normal after a 15-minute delay using another yrc02. There was no report of injury to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: pull driver straight out of bone. Do not rotate or oscillate driver about its axis during removal, or breakage of driver tip and/or anchor may result. Precautions: inspect instruments prior to use to enure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts; exercise care in the use of these devices to minimize side or bending loads; do not use excessive force on instruments to avoid damage or breakage during use; avoid unintended contact with other surgical instruments during use to prevent damage or breakage; inspect instruments after use to ensure they have not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.